Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, malfunction alarms occurred. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.